Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump can't bolus and it says no battery life. Customer stated that it is not connecting to the sensor. Customer received an off no power alarm. Customer's blood glucose is 452 mg/dl. Customer stated that she did not receive a low battery alert on the pump prior to the off no power alarm. Customer stated that the battery cap is not loose, cracked, or damaged. Customer was advised to insert a new battery and to monitor the pump.